Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported that the pt was receiving inadequate stimulation. The pt will meet with a company representative. No additional info is available at this time.